Manufacturer narrative:
The customer¿s report that the tpn tubing had become detached at the point where it connects to the filter was confirmed as the filter¿s inlet port pivot was completely broken and detached from the filter. Visual inspection revealed that the inlet port sleeve tubing was completely broken and detached from the 0.2 micron filter. No functional testing was feasible. Stress marks were observed at the breakage site. No other damages, tool marks, or abnormalities were observed. Closer inspection under a lab microscope confirmed that the inlet spigot of the filter was broken off and remained lodged inside the tubing. A white section was observed on one portion of the damaged filter spigot. This white area is an indication of stress and coincides with the corresponding point of breakage/stress on the portion of the spigot remaining within the tubing. Dimensional analysis was not able to be performed, as a portion of the inlet port pivot that connects to the tubing was broken off and remained inside the sleeve tubing. The root cause of the broken filter inlet port pivot was identified as supplier assembly, handling, and shipping processes, in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "patient alerted nurse that PICC was leaking. The nurse discovered that the tpn tubing had become detached at the point where it connects to the filter causing tpn to leak. Tubing and filter exchanged- no injury to patient."

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "patient alerted nurse that PICC was leaking. The nurse discovered that the tpn tubing had become detached at the point where it connects to the filter causing tpn to leak. Tubing and filter exchanged- no injury to patient."